Event description:
The user facility reported that the device gave patient a skin discoloration during a procedure. Discoloration was treated and removed by the medical professional and there were no other adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device gave patient a skin discoloration during a procedure  discoloration was treated and removed by the medical professional and there were on other adverse consequences.